Event description:
Customer called stating the meter was reporting results with a decimal. After further investigation it was determined that the meter was reporting results in mmol/l instead of mg/dl. Customer asked to return meter and a replacement was provided.